Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 04/28/2017 as follows: plaintiff allegedly received an implant on (B)(6) 2007 via the right femoral vein due to dvt and pe. Plaintiff is alleging dvt, left leg pain, and pe.

Manufacturer narrative:
Additional information: investigation - it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "pe, dvt, left leg pain". Unknown if the reported dvt, left leg pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time pe is a known risk in relation to filter implant reported in the published scientific literature. Also, it is reported that the pulmonary embolism in some cases may originate from upper extremities instead of lower extremity veins. With all filters, there is some risk of further pulmonary embolism. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
The event is currently under investigation.

Event description:
It is alleged that the ¿patient received a cook gunther tulip on (B)(6) 2007 at (B)(6) hospital.¿ it is alleged that patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "pe, dvt, left leg pain, vc perforation" cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Pe is a known risk in relation to filter implant reported in the published scientific literature. Also, it is reported that the pulmonary embolism in some cases may originate from upper extremities instead of lower extremity veins. With all filters, there is some risk of further pulmonary embolism. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Unknown if the reported dvt, left leg pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No relevant notes on neither device or lot number. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Blank fields on this form indicate the information is unknown or unavailable.

Event description:
No additional information provided at this time.

Manufacturer narrative:
F10) device code: unintended movement (3026), not listed in the IFU.this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported per CT dated (B)(6) 2018: "ivc filter is present, the superior tip of which is at the level of the renal veins. Inferiorly, 4 of the tines are noted project beyond the walls of the ivc, at the anterior midline, right side, posterior midline and left side of the ivc, the tines at the anterior midline and right aspect of the ivc directly abut a loop of small bowel. Tiny at the left aspect of the ivc directly abuts the aorta, does not clearly project into the lumen. No surrounding inflammation.

Manufacturer narrative:
(B)(4). Investigation - no information regarding the event has been provided. The device has not been returned to assist with the investigation. We have investigated based on the information received to date, and are closing the report until further information is received for investigation. Impossible to comment on alleged injuries. There is no evidence to suggest product was not manufactures to specifications if additional information is received, the report will be re-opened for further investigation.

Event description:
It is alleged that the ¿patient received a cook gunther tulip on (B)(6) 2007 at (B)(6) hospital in (B)(6).¿ it is alleged that patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.